Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio replaced the system pcb assembly and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device would intermittently not power on. When this occurred, the device would not respond when the power button was pressed. This was observed during the daily check of the device. There was no patient use associated with the reported event.